Event description:
It was reported that in 2021 a remote alert was received from this implantable device indicating a ventricular tachycardia (vt) event treated with anti-tachycardia pacing (atp) and 21j shock delivery. It was noted a similar episode had occurred in 2018. The physician reviewed the electrocardiogram and determined that the vt was actually rapidly conducted atrial fibrillation (af). The af was successfully terminated with the 21j shock delivery. The physician is continuing with normal follow-ups. At this time, the device remains implanted and no additional adverse effects were reported. Additional information was received. About 3.5 years later, the patient had another episode where anti-tachycardia pacing (atp) therapy and one shock were delivered to convert an atrial arrhythmia. The rhythm was initially detected in the vt-1 zone (monitor only zone) at a rate of 157 bpm with a rhythmmatch of 96%. The rate increased to the vt zone at 198 bpm. Four bursts of atp were delivered and were ineffective, then a 21 joule shock was delivered and the rate dropped to 120 bpm. An email was sent to the clinic recommending a review of the patient and episode. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.